Event description:
It was reported that the last couple of times the patient (pt) has recharged their neurostimulator (ins) battery it will not increment past 50%. Caller said the pt forgot to recharge the ins the past couple of days where the battery got down really low. Caller explained they were recharging the ins today with excellent connection but stalled out at 50%. Caller said the pt had the recharging antenna (rtm) connected for a good hour <(>&<)> half. Caller said they "redid it" when a message popped up that the recharging was terminated <(>&<)> to contact mdt. Caller said they redid it again by disconnecting/reconnecting rtm but still cant charge past 50%. Caller stated they were told if the battery got too low it could take 4 hours to recharge so they thought maybe this was the issue. Caller said the pt was getting ins to 60-70% but not higher. Caller said pt will just give up until next day or two. Caller verified they always start recharge sessions with the controller (ptm) 100% charged but said the ptm bp would deplete but only b/c taking so l ong to recharge ins. Caller said the pt was sleeping and unable to troubleshoot. Caller did not detect any visible damage to rtm cord but did confirm the rtm antenna was hot to their touch but pt never mentioned it b/c they are always on a heating pad. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 97755. Serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) was unable to verify complaint (no issues with charging the ins). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.